Event description:
It was reported the patient is deceased. Information received reported a temporary pacing wire was implanted in conjunction with a transaortic valve replacement procedure. Shortly after placing the temporary pacing lead the aortic outflow was noted to be low and cardiopulmonary resuscitation efforts were initiated. The valve procedure was aborted due to pericardial effusion and tamponade. A pericardiocentesis was performed and blood products administered. The temporary pacing wire remained implanted and two days later resistance was noted upon attempting to remove the lead. The lead was later removed and it was reported that when the wire was removed, a pulmonary embolism occurred. The patient was started on anticoagulants and developed a medication induced thrombocytopenia. The patient¿s hospital course was complicated by: urinary infection with the organism identified as pseudomonas, acute on chronic kidney injury, valvuloplasty for worsening heart failure, pleural effusion, thoracentesis and pneumothorax. The patient went on to become septic with multisystem organ failure and life support was discontinued. The patient was a participant in the (B)(6) clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).